Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the radiofrequency (rf) head had intermittent telemetry and failed uplink functional tests. The rf head cable tested out of electrical specification. Analysis also found that the lens on the upper case was cracked and the label had delaminated. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.